Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.00/2.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged due to excessive vault. This exchange resolved the problem. Cause of the event was reporter as unknown.